Event description:
It was reported that the patient experienced pain post-operatively. X-ray imaging confirmed a component of the construct was dislodged. A reoperation was performed successfully to remove the construct.

Manufacturer narrative:
The device was not returned for evaluation.